Event description:
It was reported that the patient had a rejuvenate revision as she was a chronic dislocator and was found to have a pseudotumor.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown liner. The exact cause of the event could not be determined because insufficient information was provided.